Event description:
Customer stated while testing on the coaguchek xs meter (serial number (B)(4)) the following results were obtained: 5.3 inr, 2nd test on the meter was an error 6. The 3rd test resulted as 3.1 inr with the same finger, and then a 4th test resulted as 3.0 inr run with blood from a fingerstick on a new finger. There was no treatment based off of any of the results. The customer is not on heparin. The customer is not taking any direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. The therapeutic range for the customer is 2-3.0 inr. There was no report of any special or unusual diet. The customer is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. Relevant retention test strips (lot 200784) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at (B)(4). No error messages occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
The customer returned one vial of strips (lot number 200784) that contained three strips left. The coaguchek xs meter (serial number (B)(4)) was also returned. The results of the investigation showed that all inr values were within the specified maximum difference between measurements. There were no error that messages occurred. The customer allegation could not be substantiated.